Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a previous metal on metal left total hip replacement using pinnacle cup and srom stem. Patient has presented with pain and is being brought to the or for total hip revision. Altrex liner is inserter, as in a new srom stem as well as head. Cup, ztt sleeve are all retained. Doi: (B)(6) 2006; dor: (B)(6) 2019; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added :a2(dob), b5, b7, d4(expiration date), h6(patient). Corrected: a1, d6. No code available use for device removal or replacement.

Event description:
After review of medical records, patient was revised to addressed failed left total hip arthroplasty. Operative notes indicated difficulties, limitations, swelling, adverse soft tissue reaction. Attention was on acetabular component, soft tissue that was overhanging the acetabulum was removed very carefully not to damage the metal acetabulum. One of the screws was slightly protruding and was removed. Added medical history, law firm, lawyer, age of patient, expiration date of liner, head, stem. Corrected patient's initial and date of implant. Doi: (B)(6)2006 dor: (B)(6)2019 left hip

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.